Event description:
Additional information from the field representative indicates that this patient had high shocking impedances most likely at 100 ohms for the last couple of months and high pacing threshold upon routine follow-up. Subsequently, the physician ordered a lead revision, trying to find an area that had lower thresholds. Upon inspection of the leads, the physician found out that the leads were fracture due to clavicular crush. The rv lead is no longer in service and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. The visual inspection of the lead showed trilumen insulation damaged approximately 26-27 centimeters from terminal pin where rate sense-coil at this location is exposed. This type of damage most likely caused by entrapment in the clavicle/ first-rib region. Further testing was performed and no anomalies noted. The laboratory result confirmed the reported allegations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. A revision procedure was performed and the electrophysiologist subsequently found out that the rv lead has insulation damage and fracture. After extraction and close examination, it was determined the cause of fracture was clavicular crush. The rv lead is no longer in service and was replaced with a new lead. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high threshold values. While on the laboratory, it was found out that both of the rv and lv leads had insulation problems due to clavicular crush. The rv lead was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.